Event description:
Customer reported that the sensor gave inaccurate readings. He reported that when the sensor gave a predictive low alert of 50 mg/dl, the blood glucose reading was actually 200 mg/dl. He also reported that when the sensor's reading was 400 mg/dl, the blood glucose reading was 200 mg/dl. Customer was unable to troubleshoot for this issue and had already removed the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.